Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was moved because it rubbed against their hip and ribs which caused pain. It was stated, the ins was ¿super uncomfortable.¿ it was noted the implant was moved to the middle of the patient¿s back, toward the side. It was stated, the patient had a lot of fluid at the implant site. It was stated, the patient¿s status was unknown. Additional information received reported the cause of the event was uncomfortable placement of generator. It was stated a revision occurred 12 days prior to report. It was stated the patient did not require hospitalization and the patient had no injury.

Manufacturer narrative:
(B)(4).